Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keeps asking for new batteries every six hours and it goes out without alerting low battery. The customer's blood glucose was 31.4 mmol/l, which had not been treated, yet. In the alarm history there were numerous alerts for low battery, bad battery, weak battery, battery out limit, and another error alarm. The customer does not wear the sensor and the sensor feature is off. Troubleshooting was performed, the customer cleaned the battery cap and inserted a new battery, and the insulin pump alarmed failed battery test. The customer was advised that a replacement battery cap will be sent. Nothing further was reported.